Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose exceeded 400 mg/dl and that he smelled keytones. The patient did not eat breakfast and his blood glucose was approximately 400 mg/dl, and later in the afternoon his blood glucose increased to 518 mg/dl. The patient treated via insulin pump bolus. The customer stated that his blood glucose increased from not giving himself enough insulin for his meal. His insulin pump had already inappropriately suspended due to a sensor glucose of 69 mg/dl despite a high blood glucose in the 400 mg/dl range. Troubleshooting did not occur for the high blood glucose. The insulin pump was not returned or replaced.